Event description:
Customer's father called to report that the insulin pump is damaged. The customer pushed the bottom of the insulin pump and delivered insulin. The nuse at school noticed him turning the cylinder and this might explained the low blood glucose. Customer's blood glucose reading is 86 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.